Event description:
It was reported that during a da vinci prostatectomy procedure, smoke was noticed around the tip of the monopolar curved scissors instrument while performing tissue dissection. The instrument was removed and replaced with an instrument of the same type. The tip cover accessory was discarded at the site. The procedure was successfully completed without significant delay. No pt harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00399.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have a .060" x .080" black mark on the proximal clevis, centered at one of the corners of the slots that expose the silicone overmolding. The black mark appears to be charred bio material. Examination of the silicone under magnification shows localized melting of the silicone, indicating an arcing event occurred. The location of the mark lines up approx with the sleeve to silicone interface on the tip cover. It is possible that the tip cover may have had a cut in the silicone that created a path for arcing. Per the case notes, the site discarded the tip cover and did not notice any damage to it upon visual examination. However, the melting of the silicone combined with the location of the mark suggest the tip cover would have had some kind of damage near the silicone to sleeve interface. Electrical continuity passed. No other damage found.